Manufacturer narrative:
A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. The two previous pump exchanges that were referenced in this section were reported under medwatch MFR. Report #¿s 2916596-2015-02068 and 2916596-2015-01523. (B)(4). Approximate age of device ¿ 48 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient received a heart transplant. The patient had been in the hospital since the patient's previous pump was exchanged on (B)(6) 2015 due to pump thrombosis, and was listed as 1a status due to rising lactate dehydrogenase levels and signs of pump thrombosis. It was also reported by the cardiovascular surgeon that a clot was visualized on the inflow bearing of the explanted pump and was similar to first two thrombosed lvads that were exchanged.